Event description:
A vns implanting surgeon reported to our country manager in the (B)(4) that during a vns implant surgery when testing the generator at 1 ma, the pt had asystole. This was likely during sys diagnostic testing as that runs at 1ma output current. The generator was programmed off again. The pt will be monitored in neurology when their vns is programmed on. Good faith attempts are underway for further info about the reported event. Thus far no further info has been attained.